Manufacturer narrative:
The device will not be returning for evaluation. The DHR was performed on lot 3622495. There were three non-conforming lot reports (nlrs) found related to cracked clave bodies for this lot. Action was taken to perform a 100% sort and removal of the impacted product. The reported complaint cannot be confirmed without the returned sample.

Event description:
The event occurred on an unspecified date. The event involved a chemoclave vented bag that leaked between the clave and the white plastic during a syringe infusion of unspecified chemo medications. There was a report of unprotected chemo exposure; however, there was no serious injury, no blood loss, no delay in critical therapy, no adverse operator consequences, and no med-surg intervention was required.

Manufacturer narrative:
Updated information can be found event.

Event description:
Additional information was received on this event. There was no product problem while using this device. This report is a follow-up to indicate that a reportable event did not occur.